Manufacturer narrative:
This part number represents a packaged quantity of five screws, however a quantity of two screws were reported broken. Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported two screws broken during a maxillofacial procedure. No broken parts remained in the patient and the same size screws were used to complete the surgery. There was no delay that exceeded thirty minutes.

Manufacturer narrative:
The product was returned for an evaluation. The product identity was confirmed in the evaluation. The screws were visually evaluated with a digital microscope. The complaint is confirmed as both screws have been sheared in half at the minor diameter. The most-likely cause was determined to be an excessive amount of torque. The visual inspection also revealed each screw tip has clear signs of use including white residue around the threads. According to the evaluation, there are no indications of manufacturing defects.